Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient experienced pain, infection, urinary problems, recurrence of stress urinary incontinence, and dyspareunia. (B)(4) - urinary problems; dyspareunia.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary incontinence, and urgency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria, hematuria, frequency, vaginal discharge, urinary tract infections, and urinary retention.

Event description:
It was reported that following insertion the patient experienced dysuria, hematuria, frequency, vaginal discharge, urinary tract infections, and urinary retention.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.